Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (abb dmg prior to tactile cng) issue. Torn/punctured audio bolus button cover with tactile change/response issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 13-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 01-feb-2018 with the following findings: on investigation, the audio bolus button was fully functional. Investigation did not duplicate the complaint. There was no damage or contamination of the button contact.